Event description:
It was reported that the visera elite xenon light source was not able to be turned on. The issue occurred during therapeutic laparoscope procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
(B)(6). The device was returned for evaluation and the customers allegation was confirmed. It was noted the converter was faulty resulting in xenon lamp light-up failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that failure of the converter (power unit) was the cause of the phenomenon ¿unable to turn on the xenon lamp¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.